Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the bearing in bearing sleeve appeared to be loose or broken. It was further noted that the device could not couple tools. The assignable root cause was determined to be due to components are worn from normal use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-operative inspection, it was observed that the bearings of the attachment device seemed to be broken. During in-house engineering evaluation it was found that the bearing in bearing sleeve appeared to be loose or broken. It was further noted that the device could not couple tools. The event was not related to surgery. It was not reported if there were any delays to a scheduled surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.